Event description:
It was reported that the patient presented for follow up. Chest x-ray and fluoroscopy revealed that the right atrial lead was dislodged. The patient was scheduled for explant and the lead was replaced. There were no patient consequences.